Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device did not recognize the battery in compartment b. There was no patient involvement.